Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. Note: this is a remediation MDR. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 406 mg/dl at the time of the incident. The customer did not mention any symptoms of high blood glucose levels. The customer treated their blood glucose levels with manual injections. The customer tried all remedies but could not resolve the issue. The customer returned the product for analysis.